Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis) and gore® excluder® aaa endoprosthesis. The trunk ipsilateral leg endoprosthesis was delivered from the left side and the proximal of the trunk ipsilateral leg was deployed from the right renal artery using the constraining system. The transparent knob was removed as well. A cannulation to the contralateral gate was performed, but it was difficult because of the angle of the gate. The trunk ipsilateral leg was forced pushed to change the angle of the gate and the cannulation to the gate was success. A 12fr gore® dryseal flex introducer sheath was inserted from the right side and attempted to advanced to the gate, but it was difficult to advance forward from near the gate. It was considered that force was not propagated to the sheath well due to a severe tortuous. In order to change this situation, the ipsilateral leg of the trunk ipsilateral leg endoprosthesis was attempted to deploy first. Before the deployment of the ipsilateral leg, an angiography to the proximal side was performed to confirm the renal arteries, just in case, and it revealed that the right renal artery was covered by the trunk ipsilateral lag endoprosthesis. Reportedly, it might have occurred because the trunk ipsilateral leg was pushed too much. The transparent knob was already removed and it was not able to be repositioned, therefore the distal deployment line was pulled. It was thought that the ipsilateral leg was deployed, then the catheter was attempted to remove. However, the leading olive caught on the ipsilateral leg. It was realized that the ipsilateral leg was not deployed. It was reported that there were no lines in the access hatch at this moment. The catheter was attempted to pull aggressively but the ipsilateral leg was not expanded. Reportedly, it was not felt that the distal deployment line was broken. A 7fr sheath was inserted from the left arm and a radifocus guidewire was attempted to approach to the ipsilateral leg, but it was not success. A micro wire was inserted into the ipsilateral leg but it was not able to be inserted into the distal of the ipsilateral leg, about 5mm. A pta balloon catheter was attempted to advance on the micro wire but the pta was not able to be inserted into the ipsilateral leg. A contralateral leg endoprosthesis was implanted in the right common iliac artery. Then, the procedure was changed to an open surgery to cut the sleeve of the trunk ipsilateral leg endoprosthesis surgically. The sleeve was able to be cut surgically. The procedure was back to the endovascular treatment. The catheter of the trunk ipsilateral leg endoprosthesis was removed without resistance. It seemed that there was space in the ipsilateral leg like the catheter was able to remove but the ipsilateral leg was not deployed. A 16fr gore® dryseal flex introducer sheath was inserted from the left side to attempt to implant a contralateral leg endoprosthesis in the left common iliac artery, but there was resistance when the sheath was inserted into the ipsilateral leg. The sheath was able to be advanced but the ipsilateral leg was bent/bowed in the aneurysm because the sheath was advanced in aggressive way. The contralateral leg was implanted in the left common iliac artery. A touch-up ballooning was performed to entire stent grafts. At this moment, it seemed the ipsilateral leg was expanded as usual. An angiography revealed the overlap length between the trunk ipsilateral leg and the contralateral leg endoprosthesis was short but it didn¿t reveal any endoleaks. It was tried to rescue the right renal artery but a cannulation was not able to be performed. Therefore, no additional treatment was performed. The procedure was concluded and the patient tolerated the procedure. Continue in note.

Manufacturer narrative:
Emdr section h6, codes a0413, g0404 added to reflect results of investigation. Emdr section h6, codes c19, d15, d12, d1102 updated to reflect results of investigation. H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: improper component placement, renal (e. G., artery occlusion, contrast toxicity, insufficiency, failure), incomplete component deployment. Imaging evaluation summary: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: four radiographic jpeg images available for evaluation. No name, date, demographics, or timestamps on any of the images. Annotations on the images were completed at the imaging facility. Cannot manipulate the images in any way. (Window leveling, rotating, etc.) All images provided are non-contrast imaging, so vessel coverage cannot be confirmed. Endoleaks cannot be confirmed, or lack thereof confirmed without contrast. Poor quality images. Three of the jpeg images appear to show the ipsilateral limb is constrained. The last jpeg image shows device legs deployed in each common iliac artery. Engineering evaluation summary: the device evaluation performed by engineering showed the following: based on the end of the fiber and the measured length, there is evidence of breakage for the ipsilateral leg deployment line. Based on the findings from the evaluation, the reported observation that ¿it was thought that the ipsilateral leg was deployed¿ and then later ¿realized that the ipsilateral leg was not deployed¿ can be confirmed due to the identified evidence of a breakage in the ipsi deployment line. The cause of the deployment line breakage could not be determined with the available information. The reported observation that ¿the right renal artery was covered by the trunk ipsilateral lag endoprosthesis¿ could not be evaluated with the available information and returned device components. No manufacturing deficiency could be identified. IFU statements the gore® excluder® conformable aaa endoprosthesis IFU were reviewed with respect to the complaint detail for the applicable region and time period. The following IFU statements were identified in relation to the complaint. Warnings 5) do not attempt to remove a partially deployed trunk component. Do not attempt to reposition the endoprosthesis after complete deployment of the device. [Vessel damage or device misplacement may result.] The steps below are listed to illustrate the instructed deployment sequence where the transparent knob is removed after canulating the contralateral gate. [Positioning and deployment of the trunk-ipsilateral leg endoprosthesis] 12. Advance a 0 .035" (0 .89 mm) preferred guidewire into the contralateral leg hole of the trunk according to standard practice. 13. If multiple cannulation attempts fail, the trunk-ipsilateral leg may be repositioned for better contralateral gate access by following the steps a-d above in ¿repositioning (optional feature)¿. 17. Verify the gray constraining dial does not rotate counter-clockwise. Rotate the entire transparent knob 90° counter-clockwise (figure 9). Remove the constraining mechanism by pulling the transparent knob straight out from the catheter handle in a steady, continuous motion (figure 10). Removal of the transparent knob will deploy the secondary sleeve of the trunk body. B4: updated.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis) and gore® excluder® aaa endoprosthesis. The trunk ipsilateral leg endoprosthesis was delivered from the left side and the proximal of the trunk ipsilateral leg was deployed from the right renal artery using the constraining system. The transparent knob was removed as well. A cannulation to the contralateral gate was performed, but it was difficult because of the angle of the gate. The trunk ipsilateral leg was forced pushed to change the angle of the gate and the cannulation to the gate was success. A 12fr gore® dryseal flex introducer sheath was inserted from the right side and attempted to advanced to the gate, but it was difficult to advance forward from near the gate. It was considered that force was not propagated to the sheath well due to a severe tortuous. In order to change this situation, the ipsilateral leg of the trunk ipsilateral leg endoprosthesis was attempted to deploy first. Before the deployment of the ipsilateral leg, an angiography to the proximal side was performed to confirm the renal arteries, just in case, and it revealed that the right renal artery was covered by the trunk ipsilateral lag endoprosthesis. Reportedly, it might have occurred because the trunk ipsilateral leg was pushed too much. The transparent knob was already removed and it was not able to be repositioned, therefore the distal deployment line was pulled. It was thought that the ipsilateral leg was deployed, then the catheter was attempted to remove. However, the leading olive caught on the ipsilateral leg. It was realized that the ipsilateral leg was not deployed. It was reported that there were no lines in the access hatch at this moment. The catheter was attempted to pull aggressively but the ipsilateral leg was not expanded. Reportedly, it was not felt that the distal deployment line was broken. A 7fr sheath was inserted from the left arm and a radifocus guidewire was attempted to approach to the ipsilateral leg, but it was not success. A micro wire was inserted into the ipsilateral leg but it was not able to be inserted into the distal of the ipsilateral leg, about 5mm. A pta balloon catheter was attempted to advance on the micro wire but the pta was not able to be inserted into the ipsilateral leg. A contralateral leg endoprosthesis was implanted in the right common iliac artery. Then, the procedure was changed to an open surgery to cut the sleeve of the trunk ipsilateral leg endoprosthesis surgically. The sleeve was attempted to open with pinching the sleeve by forceps, but it couldn¿t. Therefore, the sleeve was cut by scalpel vertically. Reportedly, the distal deployment line for deploying the ipsilateral leg was not able to be observed visually during the open surgery. The physician stated it is possible that the line was not able to see because the visibility became poor due to the blood. An aneurysmorrhaphy was performed as well during the open surgery. The procedure was back to the endovascular treatment. The catheter of the trunk ipsilateral leg endoprosthesis was removed without resistance. It seemed that there was space in the ipsilateral leg like the catheter was able to remove but the ipsilateral leg was not deployed. A 16fr gore® dryseal flex introducer sheath was inserted from the left side to attempt to implant a contralateral leg endoprosthesis in the left common iliac artery, but there was resistance when the sheath was inserted into the ipsilateral leg. The sheath was able to be advanced but the ipsilateral leg was bent/bowed in the aneurysm because the sheath was advanced in aggressive way. The contralateral leg was implanted in the left common iliac artery. A touch-up ballooning was performed to entire stent grafts. At this moment, it seemed the ipsilateral leg was expanded as usual. An angiography revealed the overlap length between the trunk ipsilateral leg and the contralateral leg endoprosthesis was short but it didn't reveal any endoleaks. It was tried to rescue the right renal artery but a cannulation was not able to be performed. Therefore, no additional treatment was performed. The procedure was concluded and the patient tolerated the procedure. After the procedure, it was reported that the right renal artery was obstructed but the renal function doesn't fail and the unplanned open surgery was performed but the patient recovered well. The physician's comment: the physician thought that it might have occurred the deployment failure of the ipsilateral leg that the trunk ipsilateral leg was forced pushed to change the angle of the gate. The physician stated that the distal deployment line was pulled as usual without resistance. The physician said that the distal of the sleeve was crumpled and it looked the ipsilateral leg couldn't be expanded even if a balloon was inflated inside of it when it was confirmed at the open surgery.